Manufacturer narrative:
(B)(4). Device was broken and part of it remained in the patient. Device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Sterile part 400.834.04s, lot 9308923: manufactured: january 07, 2015. Expiry date: december 01, 2024. Non-sterile part 400.834, lot 7870085: manufactured by: (B)(4). Manufacturing date: december 03, 2014. The event as per complaint description cannot be associated with the sterility process of the product. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent a surgery on (B)(6) 2016 for clipping of the intracranial aneurysm. During the procedure it was noted that three screws were broken. The broken pieces were left in the bone flaps. It was difficult to remove the broken pieces. No information about patient condition received. This is report 1 of 3 for com-(B)(4).